Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that the wake button was sticking. Customer¿s blood glucose level was 150 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.